Event description:
The user facility reported that water was leaking from their system 1e processor. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
The user facility stated to the steris service technician that a hose disconnected at the connection from the water heater to the a/b filter assembly. The user facility stated that their maintenance dept re-connected the hose and the unit was placed back into service. The following day the user facility contacted the steris service technician stating that the same hose disconnected at the connection to the local water heater. A large amount of water was on the floor. The water was shut off, the water was cleaned up and the system 1e was shut down until the steris service technician could inspect the unit. The steris service technician inspected the system 1e and found that the unit had two hoses coupled together to connect the water heater to the a/b pre-filter assembly. The hose from the under-cabinet water heater was routed in a way that a barbed hose coupling was needed to lengthen the inlet line. The technician replaced the hoses, re-routed the hose to directly connected the water heater with the a/b pre-filter assembly. The technician confirmed the water pressure was in specification, ran a diagnostic and processing cycle and confirmed the unit to be operational. The technician who installed the system 1e did not properly install the hose(s) subject of the reported event as he coupled two hoses together. In addition, the user facility stated that they suspect a surge in water pressure due to utility deficiencies that may have contributed to both leaks. The technician who installed the system 1e will receive retraining on proper installation procedures.